Manufacturer narrative:
The unit was evaluated at the philips repair bench, and the failure was verified. Replacement of the internal data card resolved the reported failure.

Event description:
The customer reported that the unit is intermittently locking up.